Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during post market surveillance activity phone call, customer complained of have frequent sample underfill on bd vacutainer ®sodium fluoride tube, bd vacutainer ®lithium heparin tube, and bd vacutainer ®edta tube. She mentioned that the fluoride tube has 2021-03-31 expiration date, the lithium heparin tube has june 2021 expiration, but did not provide reference numbers or lot number for any of the tubes."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for under fill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to under fill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during post market surveillance activity phone call, customer complained of have frequent sample underfill on bd vacutainer ®sodium fluoride tube, bd vacutainer ®lithium heparin tube, and bd vacutainer ®edta tube. She mentioned that the fluoride tube has 2021-03-31 expiration date, the lithium heparin tube has june 2021 expiration, but did not provide reference numbers or lot number for any of the tubes."